Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 07-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone with concentration 0.3 mg/ml and bupivacaine with concentration 10 mg/ml via an implantable pump for non-malignant pain. The dose rate of each pump medication was unknown. It was reported that the patient had fluid collection at their spinal incision site. The pool of fluid was going to be tested and they were awaiting results. The patient was not reporting any headache and no other symptoms were known. They planned to do a dye study and potentially a roller study. When the dye study was done on (B)(6) 2019, the aspirated fluid via the catheter access port (cap) was milky/cloudy looking. After the hcp shot the dye in to the cap, coiling of the catheter near the pump was confirmed and the pump was flipping. There was no dye that reached the distal end/tip of the catheter. They were questioning where the dye dispersed to. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The company representative was told the lab results showed no sign of drug. Nothing was discovered as to why the pump was flipping, but the pump was sutured down in the pocket. The catheter was twisted inside the pump pocket which may have been the reason dye didn¿t reach the distal end. Actions taken included the pump having been sutured down and a new pump segment was implanted; the date of the case was (B)(6) 2019. It was further noted that at the connector pin, the pin was bent. The affected pin and pump segment of the catheter was to be returned to the manufacturer for analysis. It was further noted that no weight was given of the patient.

Manufacturer narrative:
The type of report was update from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient was scheduled for a revision on (B)(6) 2019.